Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. The patient presented to the emergency room with the top of the pacemaker exposed through the skin. There were no additional adverse patient effects reported. The pacemaker was explanted.